Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. A f/u MDR will be filed following evaluation by the post market clinical dept and manufacturing plant.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient had an incident of peritonitis. He had not had any leaks or malfunctions for this event but reported he had forgotten a step in his sterile technique. He was treated with broad spectrum antibiotics. On (B)(6) 2015 he was hospitalized and started on hemodialysis as his pd catheter was completely blocked and no fluid could be passed into or out of it. On (B)(6) 2015 the patient's pd catheter was removed and he was transferred to hemodialysis. The last info the nurse received indicated the patient was recovering from the infection and continued on hemodialysis. She could not recall what was cultured from his effluent and reported his antibiotic regimen changed several times. Medical records have been requested.